Event description:
The customer reported that the system displayed a generator error message. This error message will cause the system to shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A complete diagnosis was not performed as the customer decided they did not want to repair the system.